Event description:
It was reported the patient experienced a loss of therapeutic effect following a revision of the stimulator pocket site in which a dacron pouch was added around the stimulator. The extensions were not disconnected from the stimulator during the revision. The stimulation changed upon pocket manipulation. The patient could feel stimulation at 9.8 volts. Impedance measurements >3600 ohms was reported. Contacts # 4, #5, #6 have high impedance (>3600). The manufacturer representative was unable to program acceptable stimulation for the patient. The patient was in fair condition at the clinic.